Event description:
(B)(4). Information received from the patient reported that they had a loss of therapy from their implantable neurostimulator (ins) and noted that it had not been working since ¿early spring¿. The patient was unable to connect with their external devices. It was recommended that the patient contact their doctor to have the ins checked. The indications for use for the implanted device were noted as failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.